Manufacturer narrative:
Patient information has been received, section a, b, and d have been updated.

Event description:
It was reported that two ozark screws at c6 fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report captures the first of the two screws.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that two ozark screws fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report captures the first of the two screws.

Manufacturer narrative:
Product catalog has been received and updated in section d. A review of manufacturing history could be not performed as the subject lot numbers could not be identified. A review of complaint history associated with the corresponding catalog was performed, and no adverse trends were observed. The patient was implanted with hardware on (B)(6) 2020. The construct was composed of a three (3) level plate, eight (8) screws, and interbody spacers. The construct spanned from c3 to c6. Upon review of the provided radiographic image, the reported fractures were confirmed. The fractures appear to have occurred bilaterally at the caudal-most level of the construct (c6). The provided radiographic image was analyzed by a stryker physician consultant. As fusion could not be confirmed in the provided radiographic image, it is possible the that pseudarthrosis contributed to the event. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. The most likely cause of the event is 'delayed healing' due to the observed non-union. H3 other text : device remains implanted in the patient.

Event description:
It was reported that two ozark screws at c6 fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report captures the first of the two screws.